Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 58984. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was received. It came with no packaging flow wrap and the plunger rod-rubber stopper is at 2ml. It has 1ml of solution and has a tip cap. A visual inspection was performed and no damages or defects were observed. The sample was also tested for sustaining force and the results were within specification. Three photos were also provided and each photo shows the 5ml syringe with the plunger rod-rubber stopper at about the 2ml mark. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: probable root cause. The sustaining force is towards the high side of the specification, it is possible that the customer noticed that the force required to push the plunger rod down was probably higher than normal. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5ml saline fill china sp plunger rod was difficult to move. The following information was provided by the initial reporter: when using the flush, the plunger rod cannot be pushed when the volume is half of the volume, which will affect 1.